Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cleo plastic disc containing the cannula detached from the adhesive which caused rise in blood glucose while sleeping and leak was observed. There was patient involvement and no additional adverse consequences were identified.